Manufacturer narrative:
H.10: further analysis of the article revealed that the hydrogen peroxide (h2o2) was added to the water tanks only during water replacement which is prescribed to be conducted each seven (7) days. As per instruction for use cp_IFU_16-xx-xx_spa rev.17 (valid in 2020 when the article was published), the hydrogen peroxide (h2o2) concentration must be checked every day before the heater-cooler is used and is required to be added if concentration is below 100 mg/l h2o2. A lack in performing monitoring and adjusting of the hydrogen peroxide concentration may have led/contributed to the reported contamination.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Within the article, it is stated that the devices were cleaned as per the instruction for use. No information regarding serial numbers are reported. A complaints database review revealed no previous device contamination complaints submitted by this hospital. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Through literature review, livanova (B)(4) became aware of three (3) heater-cooler system 3t devices found to be contaminated with mycobacterium chimaera, delftia acidovorans and enotrophomonas maltophilia. There is no known patient involvement.